Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a shaft break occurred. While a 3.0 x 38 mm promus premier select was advanced through the stenosis, the shaft broke at 30 cm proximal. Another 3.0 x 20 mm promus premier select was advanced, and the stent broke at 35 cm proximal. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine.

Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that a shaft break occurred. While a 3.0 x 38 mm promus premier select was advanced through the stenosis, the shaft broke at 30 cm proximal. Another 3.0 x 20 mm promus premier select was advanced, and the stent broke at 35 cm proximal. The procedure was completed with another of the same device. No patient complications were reported and the patient's status is fine. It was further reported that the lesion was 75% - 90% stenosis, normal calcification and tortuosity. Promus premier select ous mr 3.00 x 38mm stent delivery system was returned for analysis. A visual examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set equidistant between the proximal and distal markerbands. The crimped stent od (outer diameter) was measured and the result was within maximum crimped stent profile measurement. A visual and microscopic examination of the bumper tip found signs of damage. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the device found a hypotube break 239 mm distal from the distal end of the strain relief. Multiple hypotube kinks were also noted. A visual and tactile examination of the shaft polymer extrusion found no issues. No other issues were identified during the product analysis.